Event description:
A report was received that the catheter tip fell into the pt's lung. This was not recognized and the tip stayed in the lung several days. The catheter tip (2cm) was detected when a bronchoscopy was done. The catheter tip was removed. No pt injury was reported.